Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced shortness of breath and was found to be in ventricular tachycardia with implantable cardioverter defibrillator (ICD) shock; the patient was started on amiodarone and marinol. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient went to the emergency room (ER) for shortness of breath (sob) and was found to be in ventricular tachycardia (vt) with implantable cardioverter defibrillator (ICD) shock. The patient was started on amiodarone and an echocardiogram (echo) was done that was unremarkable with ejection fraction (ef) of 7%. The patient also had a computerized tomography (CT) done for follow up on previous pulmonary nodules which were found to be stable and was started on marinol. It was further reported that the patient was worked up for transplant. The patient was diabetic and glycated hemoglobin (a1c) was 6.1. The patient was discharged home the next day. There were no ventricular assist device (vad) concerns. The vad remains in use. No further patient complications have been reported as a result of this event.